Event description:
It was reported that before the surgery, noted the cartridge damaged. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/19/2023. D4: batch # 543a85. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr60b reload was received for analysis and reload body was noted to be damaged. The reload was received with the left side outer fully fired, left two inner rows partially fired, the right side partially fired 1/4. Upon evaluation of the reload, the reload body, the reload deck, one-piece sled, and some drivers were noted to be damaged. No functional test could be performed due to the condition of the reload. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 543a85, and no non-conformances were identified.